Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft and tip were microscopically examined. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) and shaft material were pulled out of the collar and was attached to the distal shaft. The tip was damaged and was deformed in appearance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that the shaft became kinked. The target lesion was located in the coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the catheter shaft was kinked during positioning. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was detached from the collar.